Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the signals in the run data file did not indicate a conclusive cause for the higher-than-expected wbc content in the second rbc unit reported for this collection and there were no alerts, advisory messages, or flags to indicate a reason for the higher-than-expected rbc count. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the rbc product could be donor-related. It cannot be ruled out that the operator missing the notice to change the clamp on the rbc product could have led to wbc contamination. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher-than-expected wbc content in the platelet product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated red blood cell (rbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual red bloodcell testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection is not available for return because it was discarded by the customer.